Manufacturer narrative:
(B)(4)

Event description:
It was reported that: the patient underwent a right subclavian deep vein catheterization on (B)(6) 2023 at 16:50 then on (B)(6) 2023 the extension line was found to be separated. The issue was identified during use on patient.

Event description:
It was reported that: the patient underwent a right subclavian deep vein catheterization (B)(6) 2023 at 16:50 then on (B)(6) 2023 the extension line was found to be separated. The issue was identified during use on patient.

Manufacturer narrative:
(B)(4). The customer returned one two-lumen catheter for analysis. Signs of use were observed on the catheter and inside the extension lines. Visual inspection of the catheter revealed the distal luer hub separated from its extension line. Remains of the extension line molding were observed inside the separated luer hub. The extension line separation point was observed to be rough and jagged. The catheter body length measured 213 mm, which is within the specifications of 207-227 mm per product drawing. The distal extension line outer diameter measured 2.461 mm , which is within the specifications of 2.39-2.49 mm per product drawing. The distal extension line inner diameter measured 1.7272 mm, which is within the specifications of 1.65-1.75 mm per product drawing. This indicates that the wall thickness measured within specifications. Functional inspection of the catheter was performed per the product instructions for use (IFU) which states "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The proximal extension line was flushed using a lab inventory 10ml syringe. The extension line flushed as expected. No leaks or blockages were observed. A manual tug test confirmed the proximal extension line was secured onto its respective luer hub. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report of an extension line/luer hub separation was confirmed through complaint investigation. Visual analysis revealed that the distal extension line had separated adjacent to the luer hub. It was noted that remains of the extension line were found within the luer hub. A CAPA has previously been initiated due to an increasing trend of cvc extension line leaks and separations. The CAPA investigation indicated the root cause of this issue is manufacturing related. Corrective actions have not yet been fully implemented. Teleflex will continue to monitor and trend complaints of this nature.

Manufacturer narrative:
(B)(4), complaint verification testing could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: the patient underwent a right subclavian deep vein catheterization (B)(6), 2023 at 16:50 then on (B)(6) 2023 the extension line was found to be separated. The issue was identified during use on patient.

Manufacturer narrative:
Qn#(B)(4). In section d provided the full UDI # UDI related data quality updates only.

Event description:
It was reported that: the patient underwent a right subclavian deep vein catheterization (B)(6) 2023 at 16:50 then on (B)(6) 2023 the extension line was found to be separated. The issue was identified during use on patient.